Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 336 mg/dl, 133 mg/dl, 340 mg/dl, and 146 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.